Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to inspect the o-ring at the bottom of the cartridge, found it to be out of place and damaged, and reloaded the cartridge, successfully resuming insulin delivery. The customer service team followed up via email but received no response, leading them to close the case.